Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 500 mg/dl with no reported signs or symptoms of hyperglycemia. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Customer technical support reviewed the pump with the reporter and found all settings and histories were correct. Troubleshooting determined that the patient had failed to bolus, and also over-rode the dosage recommended by the bolus calculator feature. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.